Event description:
Customer received two pt serum samples that initially gave abnormally high creatinine results, which when repeated gave normal results. Sample 1, initial result gave 15; repeat gave 0.5 mg per dl. Sample 2, initial result gave 6.0; repeat gave 1.3 mg per dl. The initial results were incorrectly reported out, and questioned by the physician. No pts were affected or treated due to the incorrect results. The field service rep determined the cause to be misalignment of the r2 probe, and performed horizontal adjustment on both reagent probes, replaced hc vac tubing on rinse unit, and cleaned sv 21. To verify analyzer performance, he ran a 35 sample precision.